Event description:
Customer reported he was hospitalized. Blood glucose value was 215 mg/dl; current value is 179 mg/dl. He was treated with insulin syringe at the hospital. Customer stated he had fallen out of the car and wait for his wife to help him when she came home. Customer had a virus that caused high blood glucose. The drive support cap is normal. Customer also reported he was unable to remove the battery cap from the insulin pump with a quarter or a flat head screwdriver. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.